Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor was inaccurate compared to the fingerstick values on (B)(6) 2014. Patient reports that the device read 152 while the fingerstick value was 50. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.